Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to fill the cartridge. There was no reported impact to the customer's blood glucose level. A needle tip change was performed resolving the issue. Insulin delivery was resumed.